Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported by the bwi representative that after the case it was discovered that the patient had suffered a pericardial effusion. The patient was hypotensive during the case and they did an intracardiac echocardiography (ice) catheter in the body but didn't see the effusion during the case. After the case the injury was confirmed by using a "superficial over the heart outside of the body ultrasound". Pericardiocentesis was done for medical intervention, and they drained 10 ccs of blood from the pericardium of the heart. The patient is stable and was not part of a study. The thermocool® smart touch® sf bi-directional navigation catheter is available for return and they were advised to expect a return kit. The adverse event was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse event is that it was patient condition related. Pericardiocentesis was done to remove 10 cc of blood. Outcome of the adverse event was reported as fully recovered (no residual effects). Patient required extended hospitalization because of the adverse event due to the pericardiocentesis. No transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation had already been performed. No evidence of steam pop. The event was assumed to have occurred post ablation phase. Irrigated catheter was used in the event, the flow setting was normal 40 w so 15 ml/min. A smartablate generator was used during this case with the correct catheter settings selected on the smartablate generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag. Visitag module was used, parameters for stability used was range: 2 mm for time: 3 seconds, force over time (fot) 25% of 3g. Additional filter used with the visitag was respiration adjustment. Color options used prospectively was impedance drop 5-10 ohms.